Event description:
It was reported that via a (B)(4) transmission the lead exhibited several noise episodes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.